Event description:
It was reported that a patient with a tactra device observed an issue with the device a few weeks following the implant procedure, as it was not stable and the erection did not last. During the original surgery, dilation was difficult, and the maximum diameter allowed by the tissue was used for implantation. A surgical procedure was performed, during which medical staff determined that a device 2 cm longer should be used. No patient complications were reported.